Event description:
Consistent pain in right breast due to scar tissue, continuous swelling in breast and extremities, severe immune response against my whole body, quality of life severely affected. Over $(B)(6) in lab work alone in 2017; 50+lb weight gain, extreme swelling, severe autoimmune response to foreign object but no specific diagnosis as to a disease other than implant related.